Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence, pelvic organ prolapse, cystocele and rectocele on (B)(6) 2007 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal bodily tissue, extrusion, infection, recurrence, bleeding, dyspareunia, urinary and bowel problems, and has undergone additional surgeries and revisionary procedures. It was reported that patient underwent revision and excision of vaginal mesh on (B)(6) 2010 due to exposure and on (B)(6) 2010 due to erosion. Concurrently on (B)(6) 2010, the patient underwent posterior colporrhaphy with enterocele repair, surgisis biodesign bolsters and bilateral retroperitoneal uterosacral ligament colpopexy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03465 and medwatch 2210968-2012-03466. The same patient is represented in each medwatch.

Manufacturer narrative:
This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-03465 and medwatch 2210968-2012-03466. The same patient is represented in each medwatch.